Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was oversensing on the ventricular unipolar lead. The sensing parameters were reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.